Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. Concomitant medical product: jagtome rx44, alliance handle, jagwire. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (tip didn't detach). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the endoscopy fellow encountered difficulty getting the device over the bridge of the duodenoscope and also inserting it into the patient's common bile duct. It was reported that the catheter kinked and seemed to "gather" in sections while trying to pass the bridge of the scope. After inserting the device into the cbd a stone was captured and an alliance handle was used to crush it. The stone could not be crushed and the tip of the basket did not disengage. The stone was then released and the basket was removed from the patient. The procedure was successfully completed using a second trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally the patient underwent another ercp on (B)(6), 2010 to remove stone fragments.

Manufacturer narrative:
A visual examination found that the distal end of the sidecar and clear outer sheath were pushed back from the distal end of the coil for a length of 1 millimeter. The coil and clear outer sheath were found to be buckled in multiple places near the proximal and distal ends. The proximal end of the clear outer sheath was found to white in color most likely due to stress applied to it. The sidecar appeared to be rippled along the top and torn along its entire length. Functional evaluation found that actuating the handle of the device could deploy the basket approximately half way, but with severe resistance. Further force was applied to the handle and the coil was found to move with the basket assembly. The resistance appeared to be due to either the handle cannula or crimp sleeve coming into contact with one of the buckled sections of the coil. The assembly was cut near the distal end of the coil to allow for basket removal which found it to be deformed slightly. The condition of the returned incident device was consistent with the complaint that the device was damaged. The most probable root cause is operational context due to possible excessive force applied to the device resulting from anatomical or procedural factors in which the device performance was limited. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the endoscopy fellow encountered difficulty getting the device over the bridge of the duodenoscope and also inserting it into the patient's common bile duct. It was reported that the catheter kinked and seemed to "gather" in sections while trying to pass the bridge of the scope. After inserting the device into the cbd a stone was captured and an alliance handle was used to crush it. The stone could not be crushed and the tip of the basket did not disengage. The stone was then released and the basket was removed from the patient. The procedure was successfully completed using a second trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additionally the patient underwent another ercp on (B)(6), 2010 to remove stone fragments.